Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant, the lead was positioned. Later in the procedure there was no capture and no sensing and fluoroscopy revealed that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.